Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several no delivery alarms. The customer's blood glucose level was unknown. The customer did troubleshooting to see if insulin exited the tubing and it exited during manual prime. The customer was advised that the insulin pump was working as designed. The product was not replaced or returned.